Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of air in the patient¿s blood during dialysis catheter use was inconclusive because the device use conditions could not be replicated. The product returned for evaluation was one 15cm powertrialysis dialysis catheter. Usage residues were observed within the sample. The sample was received with a needleless injection cap attached to the purple luer adapter. Clamping impressions were observed in the extension tubes. An attempt to infuse water through the sample using a 12ml syringe revealed all three lumens to be patent to infusion and aspiration with no observed leaks. Attachment of several non-complainant luer-lock devices to the three luer adapters was unremarkable. Tactile inspection of the sample was unremarkable. Microscopic inspection of the sample was unremarkable. No deficiencies were discovered during evaluation of the returned sample; however, the report of air in the patient¿s blood could not be effectively tested in the field assurance laboratory. No evidence was observed to suggest that the implicated device caused or contributed to the reported event. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that there was air in the patient's blood while in use of the catheter. It was stated that there were no holes noted in the catheter.